Manufacturer narrative:
The patient has two (2) evoke percutaneous leads implanted which cannot be distinguished. The 2nd lead details are below: product description: evoke cap12 percutaneous lead kit - 90cm. Model # : 102879. Catalog#: 3009. Serial/lot #: (B)(6). Manufacture date: 09dec2022. Expiration date: 08dec2024.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for skin perforation at the lead implant site. The evoke scs system was explanted, and antibiotics were prescribed.